Event description:
The user facility reported that upon insertion of angio-seal arteriotomy locator, the dilator became separated from the sheath portion. The operator united the two pieces and held them together as he advanced the entire unit into the common femoral artery. Once arteriotomy was located the dilator was removed and device was deployed without incident. The patient condition was stable. The procedure prior to the closure device use was a left heart catheterization (lhc) with percutaneous coronary intervention (pci). There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.